Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2024 through (B)(6) 2024, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 2140 used to capture the report of glare. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The reason for the explant is the patient complained of visual discomfort, glare, and halos. The replacement iol is a bausch & lomb sofport - advanced optics aspheric lens, power 16.5 and model pc: li61ao. There was no injury such as a capsule tear. Reportedly, interventions such as incision enlargement, vitrectomy, sutures, or medical were not applicable. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 11, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the device was inspected under magnification. The lens was received cut in half. The lens was cleaned and presented with no additional issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.